Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014, that a customer had an issue with defibrillation electrodes. The customer states intermittent loss of EKG signal through the defibrillation electrode during a procedure in the cath lab. The customer reports that manipulating the leadwires of the defibrillation electrodes would cause the signal to cut in and out. The customer further reports that the procedure was cardiac ablation, no harm and no other intervention. The problem occurred immediately after standard initial placement. Patches were replaced without a problem.